Event description:
It was reported that the patient presented in ER after after receiving inappropriate therapy for svt with rapid. Ventricular response. Programming change was recommended. Patient was treated with arrthythmic medication.

Manufacturer narrative:
No medwatch form was received.